Event description:
It was reported that low defibrillation impedance was observed on the right ventricular (rv) lead. Externalized conductors were suspected to be the cause of the event, however, this was not confirmed via diagnostic. No intervention was performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the diagnostic imaging was performed and no externalized conductors were observed. Additionally, the lead was deactivated to resolve the event. The patient was in stable condition.